Event description:
It was reported that the insulin pump experienced several occlusions. The caller stated that the user experienced a lot of issues related to insulin not flowing. The caller also reported that the insulin pump alarmed time outs. The caller stated that the issue had been ongoing for about a month with at least 5 occurrences reported. The caller did not observe any significant events leading to the insulin flow blocked alarms. The caller did not know the blood glucose reading at the time of the issue. The customer's most recent blood glucose was 9.2 mmol/l. The caller reported that the past events had been resolved by complete set changes and was advised that the insulin pump was working as designed. However, the caller stated that he was following correct troubleshoot procedures and believed that the issue was insulin pump-related. He requested replacement of the insulin pump. The caller was advised to discontinue use of the device, revert to a back-up plan, and return it for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the seat, rewind, displacement and occlusion tests. No unexpected insulin flow blocked alarms were noted. Boluses were programmed and delivered properly. No bolus anomaly noted. The pump had a scratched case, minor scratches on the display window and a cracked reservoir tube lip.